Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was found in the packaging. The 85% stenotic lesion was located in the left circumflex artery. When the sterile packaging of a 2.5x15mm apex balloon was opened; foreign material looking like black vinyl was found in the package. The procedure was completed with another 2.5x15mm apex balloon. No patient complications were reported and the patient's condition is reported as good.

Manufacturer narrative:
Device evaluation: the apex device and the inner package/pouch was received for analysis. The package was received opened. No issues were noted with the apex catheter and there was no evidence of device use. An examination of the pouch found an ink mark near the bsc seal. This mark is consistent with the pouch coming in contact with an inked pen. This mark measured 2cm in length. The ink mark was on the outside of the pouch. Using a moist wipe, it was possible to wipe away the ink mark. No foreign material was noted inside the pouch packaging. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was found in the packaging. The 85% stenotic lesion was located in the left circumflex artery. When the sterile packaging of a 2.5x15mm apex balloon was opened; foreign material looking like black vinyl was found in the package. The procedure was completed with another 2.5x15mm apex balloon. No patient complications were reported and the patient's condition is reported as good.